Event description:
According to the reporter, during the low anterior resection procedure, the surgeon started the firing, however the device stopped after fired 30mm. The surgeon removed the cartridge from the tissue. Replaced by a new cartridge and the firing was completed. No bleeding or tissue damage occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the staple line was incomplete. The surgeon re-stapled over the original staple line with a new cartridge.